Event description:
Our distributor in (B)(6) reported that during receiving and inspection of the incoming products, it was noted that (3) three sterile packages containing the flex-lite 10 inch exhibited damage to the packaging "pin hole on the sterile package." There was no pt involvement, injury or surgical delay resulting from this reported problem.

Manufacturer narrative:
An evaluation confirmed the reported problem and determined the cause of the puncture was a result of the protective cap not completely covering the switch tab. With the switch tab edge exposed, pressure against the outer package cause an obvious puncture that resulted in a breach of sterility. This is a purchased finished device. A supplier corrective action report (B)(4) was initiated/issued for further investigation. A follow-up report will be sent if new relevant information becomes available. A two year review of complaints showed no other reports of this nature for any other lots of this product.